Event description:
A report was received that the patient had a greenish discharge at the incision site. It was also reported that it was not device and procedure related. The patient was hospitalized and was placed on intravenous antibiotics.